Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to a head trauma. The device was then explanted on (B)(6) 2022. It was also reported that there was an infection which was treated with oral antibiotics (specific date and duration not reported). The issue has resolved and the patient was reimplanted with another cochlear device on (B)(6) 2023.